Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation was advised, as the device implanted is a non boston scientific one. This lead remains in service. No further adverse patient effects were reported.